Event description:
Caller reports an electrical contact of the inform meter appears to be melted. Caller states it is believed that the meter and base were both left wet. No adverse event reported. A request was made for the return of the device, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.